Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging an intermittent power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings:-the battery compartment is undamaged, returned battery cap was able to fit to maintain electrical connection. Cap contacts measurements are within specification. The pump powers up with auditory and vibration to a blank screen. Unable to verify steps and to adequately investigate reported ¿intermittent power¿ complaint due to blank display. The pump¿s cover was removed, no intermittent condition was found to the power circuit. Unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors. Upload was successful. The pump powers up and display just ¿msp¿ instead of ¿msp2¿ the eeprom not communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.